Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed unexpected restart and alarm had occurred multiple time per alarm history file on the device. The device had also alarmed multiple times external ram crc error. Troubleshooting was performed for both alarms and customer was advised the device need to be replaced. The device had also alarmed low batter, no delivery, and low reservoir. Customer didn't know his blood glucose level. Customer agreed to return the device for analysis.